Manufacturer narrative:
Citation: v. Veulemans et. Al. "Comparison of manual and automated preprocedural segmentation tools to predict the annulus plane angulation and c-arm positioning for transcatheter aortic valve replacement" plos one, april 13, 2016, doi: 10.1371/journal.pone.0151918 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Additional (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding comparison of manual and automated preprocedural segmentation tools to predict the annulus plane angulation and c-arm positioning for transcatheter aortic valve replacement. All data were collected from single centers between march 2014 and january 2015. The study population included 160 patients of which 82 were implanted with a medtronic corevalve (serial numbers not provided). Among all patients 3 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: vascular complication, bleeding, acute kidney injury, conduction issue (pacemaker needed), other tavr related complications, valve-in-valve, device out of position, paravalvular leak (pvl)/regurgitation. Based on the available information, these events may have been attributed to medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.